Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for fecal incontinence. It was reported that the patient made therapy changes and the programmer have them a warning message. They restarted the programmer and it wouldn't allow them to continue with my therapy to check to see if changes were lost. Contributing factors to the reported event were unknown. The doctor was instructed to contact their doctor. Troubleshooting, actions/interventions, and resolution were unknown at the time of the report. Additional information was received. The patient reported they were told by their healthcare provider on (B)(6) to keep it on the right side, the doctor told the patient that the wires moved. Doctor had placed stimulation at 1.8. No symptoms were reported. No further complications were reported or anticipated.